Manufacturer narrative:
One osseotite® implant 3.75 x 11.5mm was returned for inspection.the reported fracture event is confirmed through visual inspection of the returned product. The reported bone loss could not be verified due to the nature of the event and lack of definitive evidence. A device history review was performed and no related nonconformances were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes screw loosening, and is considered a similar complaint. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The complaint is related to the functional performance of the product. The following sections have been updated:

Event description:
There is no additional event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID unknown.

Event description:
It was reported that the implant fractured and had to be removed. Tooth location 30